Event description:
It was reported that a vena cava filter retrieval was attempted without success, and two of the filter limbs were found to be detached. One detached limb was located in the right atrium and the other detached limb was located in the right coronary artery. The retrieval procedure was not performed. It was reported that the physician may schedule retrieval of the filter and detached limbs at a later date. There was no report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device remains implanted. The investigation is currently underway.